Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while clamping of the cystic duct in a cholecystectomy, the clip burst or had poor clip formation while clamping. Surgeon replaced the reload. No patient injury.